Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the buffer valves, syringes, sample probe, reference electrodes and mix motor which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.